Event description:
The customer reported a non-reproducible, falsely elevated troponin I (access accutni+3) result on their unicel dxi 600 access immunoassay system (serial number (B)(4)) for one (1) patient. The customer repeated the sample twice on the same unicel dxi 600 access immunoassay system and obtained lower results, within the assay's normal reference range. The customer repeated the sample on their access 2 immunoassay system (serial number (B)(4)) and obtained lower results, within the assay's normal reference range. The initial elevated access accutni+3 result was reported outside the laboratory. There was no change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. All system parameters (including quality control, calibration and system check) were within assay/instrument specifications. The sample was collected in a lithium heparin plasma separator tube. The samples were centrifuged at 5000 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity were reported by the customer.

Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. System parameters, such as access accutni+3 quality control (qc), access accutni+3 calibration and system check, were within assay specifications. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed incidental adjustments on the instrument which were determined to have not contributed to the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the elevated access accutni+3 result cannot be determined with the available information.